Manufacturer narrative:
This rv lead remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead's signal had changed from 12.5 mv to 5.6 mv. The rv threshold and impedance measurements were all within normal range. After a chest x-ray was taken, it was observed this rv lead had a slight change in position. The physician elected to reposition this rv lead. There were no adverse patient effects reported.